Event description:
During preparation of the device for cardiopulmonary bypass procedure, the user reported that an hematocrit saturation module error occurred. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.